Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a door clicking problem caused by a defective latch. A field service engineer addressed the issue by applying grease to the latch. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure and was unable to recover it, thereby preventing the user from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.